Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed. The reported reading was not found in the meter's memory log.

Event description:
A customer's family member reported on (B)(6) 2010, customer received a reading of 222 mg/dl on their freestyle lite meter and self-dosed with insulin off of that reading, which resulted in a hypoglycemic episode. The paramedics were called and treated customer with glucose intravenous infusion and transported her to a local hospital where she was diagnosed with hypoglycemia and kept for 3 days for observation. The customer also reported she was given gatorade. There was no report of death or permanent impairment associated with this medical event.